Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet display was blank and the device housing separated, after which a replacement was arranged and the user reverted to backup therapy while maintaining glucose monitoring; blood glucose remained 119 mg/dl and the user reported satisfaction with prior device performance. Symptoms included no reported adverse clinical effects. Outcomes included no change in glycemic control, no medical intervention, and no hospitalization. Investigation included confirmation of device replacement logistics, confirmation that data would not transfer to the replacement, instructions for shutdown were not actionable due to the blank screen, and retrieval coordination for the shipped replacement. Investigation of this device revealed a display failure with associated enclosure separation consistent with a hardware screen visibility issue and external damage or mechanical separation of the pump assembly. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction associated with hardware/display failure and mechanical separation.